Event description:
A surgeon reported a pt with negative dysphotopsia following an intraocular lens (iol) implant procedure. In a follow up phone call with the surgeon's office, a staff member reported that a secondary surgical procedure (unk type) had been performed that morning. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 11/22/2011 and 11/23/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).